Manufacturer narrative:
Main component of the system and other applicable components are: product ID 97754, serial # (B)(4), product type recharger; product ID 37761, serial # (B)(4), product type recharger. Analysis of the desktop charger (serial number (B)(4)) found that the cable assembly was frayed. Conclusion: applies to the implantable neurostimulator (serial number (B)(4)); desktop charger (serial number (B)(4)) .

Event description:
The consumer reported that they were able to communicate with the programmer once it had new batteries and it said to charge the implant. The patient stated that the recharger kept displaying the reposition antenna message even after the antenna locate feature was used. No stimulation was being felt since a week ago. The patient reported that he charged daily and last charged a week ago due to these issues. The change in therapy or symptoms was considered sudden. A replacement recharger was sent. The patient received the replacement and couldn't get it to charge and saw the reposition antenna screen. The programmer was showing the poor communication screen. Further information received from the consumer reported that the programmer had poor communication and they could not communicate with the recharger. It was noted that the programmer and recharger did not connect since prior to the initial report and there was a potential overdischarge. The consumer stated that when the patient gets pain he uses it quite a bit. It was clarified that the patient was instructed by the healthcare professional to turn stimulation off at night and to turn stimulation back on when he felt pain. When the patient had stimulation on he did not have pain and was able to resume daily activity and the pain was only when the implant was off. Additional information received from the manufacturer representative reported that the desktop charger cord was frayed an inch below the connector pin. The representative was with the patient and cleared the power on reset after the patient had charged enough. The patient was going to charge fully and then would begin using the stimulation as needed. It was noted that the patient was unable to charge due to the frayed cord on the desktop charger. A replacement desktop charger was sent. The indication for use was non-malignant pain.

Event description:
Additional information received from the manufacture representative reported that they were with the patient in the hcp office performing a prm to get the ins out of over-discharge, and at the time of the call were 2 hours into the prm. It was noted that the patient's battery last worked in (B)(6) 2016 and that dr (B)(6) is the patient's managing physician.

Event description:
Additional information was received from a consumer on (B)(6) 2017 reporting that about a year ago (confirmed to have been in 2016) the controller stopped working completely and the patient had meetwith the manufacturer representative to get it resolved. The manufacturer representative determined that the controller was not working and therefore they got a new controlled which worked. This all occurred the last time that they had met with a manufacturer representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.